Manufacturer narrative:
The lead was explanted and successfully replaced with another sentus promri l 85/49 in a different vessel on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Approximately 6 months after implantation lead dislodgement was reported.